Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A failure analysis confirmed that the returned clic fx filter sustained physical damage. Additional failure analysis investigation will not be performed; part released to returned goods for final disposition. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported the clic device has loose unsealed filter and blood was observed in the filter. The biomed stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The biomed stated that he observed 3 drops on the filter the biomed stated that they were unable to provide any other information as the blood leak was discovered after the patient had disconnected. Additional information was requested, however, to date not provided.